Event description:
It was reported that the patient¿s device was explanted due to infection and not liking the feeling of the device. Generator and lead were confirmed hp sterilized prior to distribution. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Device return is not necessary as the root cause is known.

Event description:
Regarding the reported pain information was received that the pain was caused by stimulation and the device had to be removed due to infection.

Event description:
The explanted devices were not available for return.